Manufacturer narrative:
(B)(4). It was reported that the patient acquired peritonitis on an unknown date manifested by ¿feeling miserable¿. The cause of peritonitis was reported to be due to pneumonia. The cause of peritonitis was reported to be due to pneumonia. On unreported date(s), the patient was treated with vancomycin intravenously (dosage, frequency, and route not reported) for peritonitis and pneumonia. Pneumonia is an infection of the lung that is caused by bacteria or viruses in the air. It is unlikely that the device or disposables would cause or contribute to this event. Therefore, the device is no longer considered to be suspect in this event and this is no longer a reportable serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by severe abdominal pain. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Eleven days later, the patient was discharged from the hospital. At the time of this report, antibiotic therapy was ongoing with oral levofloxacin 500 mg, once every other day. Pd therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).